Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that they received an insulin flow blocked alarm when they tried to bolus. The customer¿s blood glucose level during the incident was 178 mg/dl. Troubleshooting was performed. It was found that the alarm was caused by infusion and reservoir connection. The product will be returned for analysis.